Manufacturer narrative:
Additional information provided in h.6. And h.11. Corrected information provided in d.4. A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. There was no contact information provided to request the sample return for this complaint. Without the sample to review, this complaint could not be confirmed. Since the alleged complaint could not be confirmed, the root cause and corrective action cannot be established. If additional information or the sample is received at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A report was received via medwatch ¿ nurse was changing the dressing, not using force, and using adhesive remover, and began to remove the dressing from the stat lock and midline catheter snapped in half. Midline catheter broke at the hub there was still exposed catheter from the insertion site. Pressure held at insertion site and remaining catheter removed. Patient without signs and symptoms of sob, chest pain, tachycardia, diaphoresis, apprehension, cyanosis. Midline catheter retrieved by nurse for further investigation of potential product integrity/possible recall. Patient receiving continuous zosyn at the time of breakage. Midline was placed on (B)(6) and broke on (B)(6) 2024.¿ medwatch form indicates ¿serious injury¿ ¿ no additional information was provided